Event description:
It was reported that "the catheter broke at the clear extension tubing, between the securement wings and the clear luer (closer to the hub). The pt was demonstrating frequent writhing movements involving the upper extremities due to her underlying medical condition.

Manufacturer narrative:
The device involved in the incident was not returned for eval due to the pt having a (B) (6) infection. A review of the mfg records indicated all device specifications and quality requirements were satisfied. Two PICC catheters of the same lot were pulled from inventory and evaluated. All measurements and tests met design specification. Without evaluating the actual device involved in the incident, we are unable to determine the cause or factor which contributed to this event.